Manufacturer narrative:
The customer's reported complaint of the autopulse platform could not start the compressions was confirmed during archive review and not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Visual inspection was performed and found a damaged head restraint, unrelated to the reported issue. To remedy the damage, the top cover was replaced. The autopulse platform is a reusable device and was manufactured in july 2007 and is 12 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error. Review of the archive data shows fault 42 (force overload tripped) error message occurred on the reported event date, thus confirming the customer reported complaint. Fault is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The fault 42 error message alerts the operator that the motor was on for too long during active operation. The platform detected too much force applied on the load plate. This might be caused due to the stiffness of the patient chest as the device is trying to build up to 20% and cannot do it in specific time frame. Press restart to clear the fault. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a (B)(6) year old male in cardiac arrest who had valve replacement a week before the arrest and had been down for an unknown period of time prior to ems arrival. Upon ems arrival the first responder was performing CPR for an unknown period. The autopulse platform could not start the compressions after powered up. The user converted to manual CPR immediately and continued for 31 minutes during the transport. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead at the medical center. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) years old male patient. The cardiac arrest was not witnessed. Per the reporter, the patient had valve replacement a week before the arrest. According to the reporter, the patient had been down for an unknown period of time prior to ems arrival. Upon ems arrival the first responder was performing CPR. The time was not reported. The platform was able to power up, however, could not start the compressions. There were no error codes reported. As troubleshooting, the lifeband was re-adjusted, the battery was replaced and the platform power was re-cycled without any success. The use of the autopulse platform was discontinued and the manual CPR was immediately performed on the patient for 31 minutes during the transport. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead at the medical center. Cause of death is unknown. According to the reporter, the patient outcome was not attributed to the device.